Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data. After data evaluation, the ccc instructed the customer to clean the integrated multisensor technology (imt) module and replace the imt fluids. The ccc instructed the customer to prime the system. The customer primed the system and determined that the system demonstrated acceptable qc recovery. The cause of the discordant sodium, potassium and chloride results is unknown. The customer successfully ran lytes qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on five patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.